Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "this is the complaint from the market. Please refer to the complaint sheet for investigation." "The duckbill was damaged - during a surgery using the subject device, a tissue was sampled and the subject device was withdrawn from the pt's body. Then, the user reinserted the subject device into the pt's body and was slowly inserting the camera, a black object appeared on the monitor. When the black object was taken out from the pt's body and examined, it was a broken piece from the duckbill. It was found that the black object matched the broken piece of the duckbill. After that, the surgery was successfully completed using the subject device. We have confirmed the following about the subject device: the duckbill was damaged, collected fragments were enough.